Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v557158, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect and a loss of bladder control that had a gradual onset for the past two years. The symptoms were located at the perineum. The patient had some problems with the device in the past and thought she had it turned up too strong for the first year and a half. The amplitude had been ¿up in the 7s¿ and the patient thought it wasn¿t supposed to be that high. The patient went to her urologist because she was on medications that weren¿t working. The doctor determined that the implantable neurostimulator (ins) needed to be checked. There was some issue with the settings and the device was reprogrammed. The device was fixed and the patient was told that she had a couple of broken connections. The patient was told she would likely ne ed to get the ins replaced sooner than five years. The patient was pretty sure the device was malfunctioning or the battery was dying. Lately she was filtering through the settings and couldn¿t get it to work at night. It was clarified that the device was working, but the patient couldn¿t seem to stay dry at night and it was almost like she didn¿t have the ins. She wasn¿t emptying like she was supposed to, even during the day, and at night there was nothing she could do to hold it back. The patient¿s amplitude was in the lower numbers and she now had to increase it and kept changing programs. The patient planned to make an appointment with her doctor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.